Event description:
It was reported that the patient presented with an atrial lead that exhibited high capture thresholds. The atrial lead was explanted and replaced. The patient was in stable condition.